Manufacturer narrative:
The pod was received fully deployed with the slide insert visible in the viewing window. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking from the pod. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in a needle mechanism failure. The pod ran for 3228 pulses and was deactivated by the user.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient was wearing the pod for more than 48 hours on the abdomen. The pod was seen leaking insulin. They removed the pod and the patient stated they could not see the pink slide at all.